Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited changes in amplitude, impedances and threshold measurements. An x-ray revealed microdislodgement. Surgical intervention was performed and the lead was successfully repositioned. No adverse patient effects were reported. Lead remains implanted.